Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Can¿t get the brush to stay on the handle bit it keeps coming off in mouth - oral-b [device breakage] case narrative: female consumer via phone stated that she could not get the oral-b toothbrush head to stay on the oral-b vitality plus toothbrush handle, type 3710, and it kept coming off in her mouth. No injury was reported. 05-feb-2024 case update: the suspect product lot was 1uf 24510105. The concomitant product lot was u2353. No injury was reported.

Event description:
Can¿t get the brush to stay on the handle bit it keeps coming off in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that she could not get the oral-b toothbrush head to stay on the oral-b vitality plus toothbrush handle, type 3710, and it kept coming off in her mouth. No injury was reported. 05-feb-2024 case update: the suspect product lot was 1uf 24510105. The concomitant product lot was u2353. No injury was reported. 15-feb-2024 case update from information initially received on 05-feb-2024: the concomitant product was oral-b power oral care refills 3d white eb18. No injury was reported. 29-feb-2024 product investigation results: the suspect product was confirmed to be oral-b power oral care refills 3d white eb18. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3710. No injury was reported.

Manufacturer narrative:
29-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.